Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, sigpshell, sig power sigpshell control shell, egia60amt, egia60amt egia 60 artic med thick sulu. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a laparoscopic colectomy, after firing for the closure of the anastomosis site, the reload did not open fully. An adapter error occurred and the reload could not be unloaded from the adapter. When an attempt was made to perform opening and closing with the manual adapter tool, a spring came off from the inside. The adapter was physically damaged. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the unload switch was fully depressed. The adapter was received with a reload attached. There was a notable gap between the proximal cap and the adapter body. The black release button was found to be separated from the adapter proximal cap along with the corresponding spring. Extensive damage to the proximal cap was noted. The firing trilobe was found to be depressed. Functionally, the blue unload switch could not be further depressed. The adapter was connected to the gen2 adapter black box running gen2 acc software and the strain gauge responsiveness could not be checked due to the presence of the attached reload. The adapter had 21 of 50 procedures remaining. There was a universal asynchronous receiver-transmitter (uart) communications error and multiple articulation calibration errors in the data saved to the system. The adapter was disassembled and deformation was observed on the edges of the j-hook. Corresponding deformation was found on the sulu (single use loading unit) load link where the j-hook comes in contact with the sulu load link. This deformation to the j-hook is consistent with the damage seen when the user tries to remove the reload when it is not opened all the way to its calibrated position. When the blue button is pushed and the j-hook is not completely depressed, the edge of the sulu load link will catch the j-hook and deform it. The articulation mechanism was noted to be out of position. The reload could be unloaded and the firing rod was noted to be retracted proximally. It was reported that the component was disengaged, difficult to unload, the instrument broke and the jaws will not open completely. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issue may occur if excessive torque is applied to the manual retract tool. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload. Center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.